Event description:
It was reported that a high out of range shock impedances was noted on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD). There was concern that the alert for the out of range impedance was not generated until one month after the out-of-range measurement occurred. Technical services (ts) reviewed device data, and confirmed the delay in alert was related to the order of latitude transmission and interrogation in clinic with a programmer. Ts provided troubleshooting recommendations for the out of range shock impedances. This rv and ICD remain in service. No adverse patient effects were reported.